Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had defective sensors giving inaccurate readings. The customer had a low blood glucose of 59 mg/dl because the threshold suspend was not activated when it should have been. The customer treated with juice and glucose tablets. The customer was advised on insertion techniques and ways to improve the sensor readings. The customer stated that she had a glucagon pen available if it was needed. The blood glucose reading at the time of the call was 148 mg/dl.